Manufacturer narrative:
Ps444430. Correction: g1: (B)(6) amended to (B)(6). Section h11: method: the subject rt380 adult ventilator circuit dual heated with evaqua technology was not returned to fisher & paykel healthcare in new zealand for investigation. Our evaluation is therefore based on the information provided by the healthcare facility, and our knowledge of the product. Results: the subject device was not returned to fisher & paykel healthcare for evaluation. Conclusion: based on the limited information provided by the healthcare facility and without the return of the subject device, we are unable to confirm the reported issue or determine the cause of the reported event. All rt380 adult ventilator circuit dual heated with evaqua technology are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the cicuit and also states the following: -"check all connections are tight before use." -"perform a pressure and leak test on the breathing system and check for occulsions before connecting to a patient." -"ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A distribtor reported on behalf of a healthcare facility in south korea that a rt380 adult ventilator circuit dua heater with evaqua technology failed the pre-use ventilator leak test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). The subject rt380 adult dual heated evaqua2 breathing circuit has been requested for return to f&p healthcare nz for evaluation. We will provide a follow up report on completion of our investigation.

Event description:
A distribtor reported on behalf of a healthcare facility in south korea that a rt380 adult dual heated evaqua2 breathing circuit failed the pre-use ventilator leak test. There was no patient involvement reported.

Event description:
A distributor reported on behalf of a healthcare facility in south korea that a rt380 adult ventilator circuit dual heated with evaqua technology failed the pre-use ventilator leak test. There was no patient involvement reported.

Manufacturer narrative:
(B)(4). Corrections: section d1: brand name updated to fisher & paykel healthcare. Section d2a: common device name updated to breathing circuit. Section d4: expiration date added. Section d4: UDI details updated. Section h11: method: the subject rt380 adult ventilator circuit dual heated with evaqua technology was returned to fisher & paykel healthcare in new zealand where it was visually inspected, and leak tested. Results: visual inspection confirmed no damages to the returned device. Leak testing confirmed that the returned breathing circuit was within specifications. Conclusion: we are unable to confirm what may have caused the reported leak test failure as there was no fault found with the returned device. All rt380 adult ventilator circuit dual heated with evaqua technology are visually inspected, as well as pressure and flow tested during production, and those that fail the test are rejected. The subject breathing circuit would have met the required specifications at the time of production. The user instructions that accompany the rt380 adult ventilator circuit dual heated with evaqua technology show in pictorial format the correct set-up of the circuit and also states the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."